Event description:
It was reported that the patient was unable to adjust the stimulation and was having coupling and communication issues. The patient reported that the recharger displayed a 'reposition antenna screen.' The patient stated that the 'call your doctor' icon was displayed and a power on reset (por) condition was reported. It was noted that the patient was able to feel stimulation once the por was cleared. It was further noted that the battery level in the internal neurostimulator (ins) was 75% full, as was the battery level of the patient programmer. The patient was able to recheck the ins with the recharger, and he was able to see the normal recharging screen as well. It was noted that the reported issue was resolved. The patient indicated that there was no known incident related to this event. The patient stated that there were no 'medical tests, flying or radiation exposure.' It was further noted that the patient did not have a physician mode reset (pmr) performed or an overdischarge on the ins.

Manufacturer narrative:
Product ID 3998, lot# v020904, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).